Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer stated that the insulin pump had no delivery alarm. Customer stated that the buttons were sticking and had to press couple of times. Customer stated that the they get low battery warning sometimes. Insulin pump rewinds slowly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Back light anomaly not confirmed. Keypad unresponsive or button error alarm not confirmed. Rewind anomaly not confirmed. No delivery alarm or occlusion - unknown timing not confirmed. Failed battery test not confirmed. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with cracked case on the back at the battery tube area.